Event description:
I have recently begun using my model rlab8bg bariatric rollator w/8" wheels and almost immediately the brake cable on the left-hand side frayed and broke so that it did not engage the brake when activated. I need a new cable and instructions on installation. I trimmed the cable where it frayed, thinking I could fix it myself but when I opened it up, I realized I needed a new cable since it had barrels on each end. Oh well, I tried. I forgot to mention that the brake line frayed when I was using it to stop the device. As you can see, it is in excellent condition as I only used it about six or eight times before this happened. I thought I had attached the photos in my last email. I was 270 lbs. And am now around 220. The cable frayed after using the brake around 15 times.